Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the cx. Dissection of the cx was reported. The dissection was not caused by a medtronic device. The investigator assessed the event as possibly related to the index device and not related to anti-platelet medication. Safety assessed the event as not related to the index device or anti-platelet medication. The patient recovered.